Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to failure of the socket, and therefore if vibration and impact is added to the connector, the image is not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that there was no image when the loosened socket connecter was shaken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus equipment management representative reported (on behalf of the customer) that the video system center had a loose connector while the image was available. There was no delay. There were no reports of patient harm.